Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose value was "high" on cgm. Reportedly, the customer administered a correction bolus via pump to address elevated bg level and reverted to manual injections for insulin therapy.